Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 80", defib fault 72", "defib fault 77", "defib fault 108" and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.